Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-mar-2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to assist her in reattaching the wash probe tubing to stop the leak. Next, he instructed her to clean out the leak sensor well. Fse additionally sent her a wash probe to replace the damaged one on the device. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to fault/ faiure of the wash probe.

Event description:
On (B)(6) 2016, the customer reported that the plastic on the probe was cut and was leaking, and they were receiving a wash probe sensor failure with their a1a-900 analyzer. He attempted to troubleshoot by performing a wash prime; however, the error persisted. The customer was down. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2, bhcg and ckmb. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.